Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years post filter deployment, patient had developed abdominal pain post total abdominal hysterectomy and bilateral salpingectomy hence computed tomography (CT) abdomen and pelvis with contrast was performed and compared with report taken by six years before. A curvilinear metallic density at the level of the left acetabulum, likely a leg of the inferior vena cava filter. Several of the inferior vena cava filter legs were broken and migrated in various locations including the right anterior chest wall, right anterior thorax anterior to the heart, the right middle lobe, the right gonadal vein and left lower pelvis.therefore, the investigation is confirmed for filter limb detachment and perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. The filter limbs were allegedly detached and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient had experienced abdominal pain; however, the current status of the patient is unknown.